Event description:
The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. There was no patient involvement. The local philips representative evaluated the device and replaced the processor pca to resolve this issue.